Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of bard flat mesh, patient was diagnosed with infection, hernia recurrence, fibrosis, seroma, inflammation, necrosis and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, seroma, infection, inflammation and pain as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh.". Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with epigastric and umbilical hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿a midline incision was made. The multiple hernia sac was identified and dissected. The umbilical hernia also identified and dissected, then implanted with bard flat mesh and tacked.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia and abdominal pain thereby underwent open repair with excision of old mesh. Per operative notes, ¿a old midline incision was made that taken down to an inflammatory subcutaneous mass and the total mass was excised. After dissected down a pocket of fluid underneath this inflamed mass was identified and this entered a large pocket of fluid that involved the chronically infected mesh. So, the mesh was completely excised. Then a small incisional hernia as well as old mesh component was identified, then excised both and sutured. The myofascial flaps were done at both sides.¿ attorney alleges that the patient had pain, infection, hernia recurrence, seroma and emotional injuries. It was also alleged that the patient had mesh excision.